Manufacturer narrative:
Other relevant device(s) are: brand name: micra av. Model #: micra-delsys/ expiration date: 28-nov-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 08-jul-2020. Labeled for single use: yes. (B)(4).

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), after the third deployment the patient's vitals dropped to 63/40. An ultrasound was used and the patient was found to have pericardial effusion due to perforation of the anterior wall of the right ventricle. Pericardiocentesis was performed with minimal relief, followed by a sternotomy and repair of the tear in the right ventricle. The patient was stable but remained intubated. The leadless ipg was not implanted. No further patient complications have been reported as a result of this event.